Event description:
It was reported that one day post implant the left ventricular lead exhibited loss of capture, while reprogramming to a different vector the patient experienced phrenic nerve stimulation. The lead was turned off. It was also noted that both the right ventricular and left ventricular leads were dislodged. The leads were explanted and replaced on (B)(6) 2018. The implantable cardioverter defibrillator was used with the new leads. There was far p-wave oversensing noted during interrogation. Programming changes were performed which resolved the oversensing. The patient was stable before, during and post procedure.